Event description:
Procedure type: liver resection. According to the reporter: the stapler was loaded with no difficulties. The shipping wedge was removed after loading and the instrument was closed and reopened. The instrument was placed through a 12mm trocar opened, reticulated to first articulation 22 degrees (no concerns) and placed across the hepatic vein. Stapler was closed. The tissue was of normal thickness and no clips had been used, no extraneous tissue was in the jaw of the stapler. The stapler safety released. The first two firings were fine. During the 3rd firing to complete the staple line and transection, the surgeon heard a crack when trying to advance stapler for final firing. He stopped the firing and tried to pull back the black knobs on the stapler handle. The stapler black knobs were locked at the 30mm location on the stapler and he could not get the jaws opened. The surgeon had to use lap scissors and cut the stapler from the tissue. Operative time was extended by 45 minutes. The patient's condition post surgery is ok. The patient lost...

Manufacturer narrative:
(B)(4).